Manufacturer narrative:
Initial and final MDR 1922579 - MDR 3003442380-2024-16384 - device 6 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, patient faced 8 infusion set cannula kinked event on (B)(6) 2024. The symptoms were noticed within 3 hours of insertion. The site of insertion was at abdomen. The glucose level was high and the patient was treated with the correction bolus via mulitiple daily injection (mdi). Unomedical do not see kink as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can kink slightly. No further information available.